Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿power switch cannot be pressed properly¿, was reproduced and it was determined to have occurred due to a faulty power switch at the power supply unit side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, the power switch could not be pressed normally while using the visera elite video system center during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device with no procedural delay. There was no patient harm associated with the event.

Manufacturer narrative:
The exact event date is unknown, however, it is estimated to be around (B)(6) 2023 when the fse was notified of the failure. Health professional: selected in error. The device was returned to olympus for evaluation and the customer' s allegation was confirmed. The power switch on the converter unit was fixed. The connector was loose and the screw connection part of the exterior chassis was broken. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.